Event description:
Two year after implantation, the patient's visual acuity decreased due to presumed opacification of the lens. The lens was explanted and replaced.

Manufacturer narrative:
This was a case of lacteocumenasia (milky way) misinterpreted by the surgeon as opacification of the lens. This lens is sold in the USA under model: ao60g.